Event description:
It was confirmed that the screw that loosened had actually been re tightened and in fact is a unihg screw.

Manufacturer narrative:
This report is being submitted to relay additional information. Follow up with the reporter confirmed that this screw is actually a unihg and it is the second time it has loosened. The first loosening was reported in medwatch report 0001038806-2019-01576-1. This event no longer meets the reportability requirements. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the patient had an iunihg screw loosening.